Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37751 lot# serial# c0339039 implanted: explanted: product type: recharger. Product ID: 37761 ,product type: recharger. Product ID: 37752 , serial# (B)(4), product type :recharger.

Event description:
The patient reported a blank screen on their recharger. They stated the recharger is not taking a charge when plugged into the desktop charger. When the patient wiggled the desktop charger cord, the recharger screen came on. The patient noted that their implantable neurostimulator (ins) battery has depleted, and their pain symptoms have returned due to the battery depletion. They mentioned that the device helps to block their pain, and they can immediately tell when they don't have stimulation. The patient stated that currently they can barely stand because their pain has gotten so bad in their legs. The patient was transferred to repair. It was noted that the patient's desktop charger connector pin was loose. The patient was implanted for post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.